Event description:
It was reported that the right ventricular lead was difficult to position and would not extend during the implant procedure or when removed from the patient's body. It was also reported that during the implant procedure, the left ventricular lead was difficult to position and was unable to be placed due to the patient's anatomy. Both leads were removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) preliminary analysis revealed that the helix disengaged from the helical channel. The full lead was returned for analysis. Further testing revealed blood in/on the helix/lobe mechanism. Evaluation summary: (B)(4) preliminary analysis revealed no anomalies. The full lead was returned for analysis. Further testing revealed that distal conductor had blood/body fluid (non-obstructed).